Event description:
Physician reports patient experiencing redness and irritation, however is not yet prepared to make final diagnosis. Patient was treated with augmentin and dicloxacyllin as preventative measure.